Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Customer declined to provide serial number information or disposable reference numbers, stating that due to the age of the case they are declining to have an investigation performed; the device was not returned therefore no failure investigation could be performed. The root cause of the customer's experience could not be identified. Manufacturer's report number: 2016493-2014-00223.

Event description:
The customer reported a secondary infusion of 4 grams of magnesium in an unspecified volume was intended to infuse over twelve hours, but when the nurse checked two hours after the infusion was started, the bag was noted to be nearly empty. There was no report of patient harm and no medical intervention required. Although requested, no additional patient or event information was provided.